Manufacturer narrative:
Philips product support engineer and bench technician performed extensive evaluations and were unable to find any malfunction of the device. The patient event file had been deleted by the customer and was therefore not available for review. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator did not shock on patient with pacemaker. The patient died.